Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) / biomed need assistance on 8100 sn 14102650 having an error of check IV set failure device type: failure problem type: failure mode: case resolution: resolution is to verify the pressure sensor on patient side and bottle side if faulty by running the analog sensor test task, second if pressure sensor are good, then try replacing the ail assembly, if there is still the same issue, replaced logic board more likely is faulty. I aslo recommended to consider sending it in for repair if he needs to replaced the logic board because is more cost effective to consider sending it in.